Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used on (B)(6) 2013. It was reported that the console drops power at the start of ablation. The system was set at monopolar blend mode at 20w and at the initial rf delivery, the console showed 2watts. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Reported event: generator low energy delivery. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.